Event description:
It was reported that an unspecific number of bd micro-fine¿+ pen needles was difficult to operate. The following information was provided by the initial reporter: this is a report about the inability to attach pen needle to pen. The user called cs and reported as follows: the pen needle could not be attached to the pen. This issue occurred in multiple products. The user already discarded the actual samples.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.